Event description:
Caller states the patient tested 6.3 inr on the coaguchek xs system and 4.3 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.